Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented to the hospital after receiving a vibratory alert. Interrogation revealed episodes of noise within the vf zone due to a dislodged lead. The lead was repositioned, and the patient was well.